Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed a vertical crack starting at the base of the chamber, near the hinge bracket. No stress mark was found on the crack. The hospital also reported that the subject chamber was used during high frequency oscillatory (hfo) ventilation therapy. A lot check revealed no other complaints of this nature for lot number 130909. Conclusion: the cracking observed on the subject mr290 chamber is consistent with that of chambers used on a high frequency ventilator. The mr290v chamber may crack when it is used in conjunction with a high frequency oscillating ventilator. Fisher & paykel healthcare manufactures the mr290hfv chamber, which is specifically designed for high frequency ventilator applications. Our user instructions that accompany the mr290 autofeed humidification chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Our monitoring and trending of cracked mr290 chambers used with hf ventilators showed that this is the only complaint we received in the last year to the end of (B )(4) 2014.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked at the connection between the dome and aluminium base of an mr290v vented autofeed humidification chamber after four days of use. It was also reported that the subject chamber sustained a crack. No patient consequence was reported.